Event description:
It was reported that during a knee procedure using an ambient super multivac 50 ifs wand, the wand gave an error code upon plug in. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.